Event description:
It was reported that during a device change out due to erosion, it was observed that the lv lead was not in its original position. The generator and the lv lead were both explanted and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
No medwatch form was received.